Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/05/2017 with the following findings: battery compartment is cracked at threads on the side, returned battery cap is undamaged and able to fit. Pump¿s cover was removed, no intermittent condition was found to the keypad flex/contact. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment. This report is made based on the results of an investigation completed on 09/5/2017